Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. During further visual inspection, the front enclosure was found cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data found (ua) 07 error messages thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test indicated load cell module 2 was over reporting. The load cell was replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).